Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ pst" gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the lithium heparin tube stoppers are popping off when pushed onto the needle. Have to hold the tube firmly in holder and are very difficult to get the tube off of the needle. Last evening we had a needle stick injury due to this".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-26. H6: investigation summary: bd received 5 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cocked stopper as all samples met specifications. Separately, 10 of the 100 retention samples were functionally tested and the indicated failure mode for stopper pop off with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the lithium heparin tube stoppers are popping off when pushed onto the needle. Have to hold the tube firmly in holder and are very difficult to get the tube off of the needle. Last evening we had a needle stick injury due to this".